Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had numerous high watt alarms. The patient received tissue plasminogen activator (tpa) for a possible pump thrombosis. Tpa was stopped due to internal chest bleeding confirmed with a chest computed tomography angiography (cta) and the patient was transitioned to intravenous (IV) heparin. The patient also received IV dobutamine due to worsening right ventricular function. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received fresh frozen plasma for a supratherapeutic international normalized ratio (inr). The patient also received an IV platelet inhibitor and additional tpa doses. At one point the patient became unresponsive, code brain called, and head computerized tomography (CT) was performed which was negative. Two days later the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Update to b2, the event description (b5), h1, and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the autologs reports which revealed a sustained increase in power consumption and estimated flows beginning on (B)(6) 2020 leading to parameters above normal operating range. Of note, it was reported that the patient received tissue plasminogen activator (tpa) treatment after which the power and flow returned to normal operating range as seen in the logs. Further analysis revealed an sustained increase in power consumption and estimated flows beginning on (B)(6) 2020 leading to parameters above normal operating range. Multiple high watt alarms have been logged since (B)(6) 2020. Multiple low flow and suction alarms have been logged since (B)(6) 2020. Information received from the site revealed that ventricular assist device (vad) had numerous high watt alarms and received tpa treament for possible pump thrombosis; tpa was stopped due to internal chest bleeding and was transitioned to intravenous (IV) heparin. The patient also received IV dobutamine due to worsening right ventricular function. Additional information received from the site indicated that the patient received fresh frozen plasma, an IV platelet inhibitor, and additional tpa doses. It was further reported that the p atient became unresponsive, code brain called, and head computerized tomography (CT) was performed which was negative. Two days later the patient expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient factors. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, bleeding, worsening heart failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of suspected thrombus, elevated blood pressure, hematuria, dark colored urine, atrial fibrillation. Of note, the patient's reported medical history indicated the patient has prior sternotomies, muscle flap, chronic kidney disease (ckd). Possible factors that may have led to this event include, but are not limited, to an acute stroke event, the patient¿s pre-existing history and related comorbidities, the pr ogression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.